Event description:
Additional information received reported that the hcp did not remember the case and thought that the patient must be doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced "interference" when around electronics and had to turn his spinal cord stimulator off whenever he entered the va building. The patient was implanted with an interstim device in a two stage procedure. In between the stages, the patient was seen with a complaint of "interference" between the interstim and the spinal stimulator. Something was done to make the interference better, and the device improved the patient's urinary symptoms enough that he continued with the second stage of the implant. The first few months were fine, but by the time the patient returned for mapping 1 month post-operatively and a 5 month follow-up, the impedance testing showed 4 leads were no longer "functional". By this time, the patient was also complaining of "ramping" of the interstim, resulted in "power surges" from the device that caused pain around his rectum. The patient was adamant that this was due to interference between the interstim and the spinal cord stimulator. The system was checked and showed 1 lead had returned, but showed no evidence of malfunction of the device itself. The programming was adjusted on the functioning lead, but the patient was using a program on one of the "non-functioning" leads because the program on the functioning lead caused the "ramping". Additional information has been requested, but was not available as of the date of this report.